Event description:
Event was reported to caldera medical by an attorney. The patient has suffered painful sexual intercourse, urinary incontinence, infections, and pelvic pain. No further information has been provided.